Manufacturer narrative:
The facility reported blue residual fluid dripping from their olympus endoscopes while hanging in a storage closet after reprocessing in their advantage plus automated endoscope reprocessor. It was reported that the facility continued using these scopes on patients even after the blue residue was seen dripping from the scopes. There is potential for chemical exposure to patients, potentially causing chemical colitis. Medivators field service engineer visited the facility and confirmed proper operation of the advantage plus aer. It was reported that the blue residue dripping from the scopes has not occurred since the initial report. The fse instructed the facility to collect a sample of the blue fluid if it occurs again and to send it to medivators for analysis. The fse also noted while he was on site the facility was not manually leak testing their scopes prior to disinfecting as instructed in the instructions for use. The leak test is used for detecting leaks or tears inside the endoscope that may allow fluid to accumulate which could lead to patient cross contamination. It was reported these scopes in question have not been sent to olympus for inspection and/or repair. There have been no reports of patient harm. Medivators remains in close contact with the facility. This complaint will continue being monitored through medivators complaint handling system.

Event description:
The facility reported blue residue dripping from their endoscopes while hanging in their storage closet after reprocessing in their advantage plus automated endoscope reprocessor. It was reported the facility continues using these scopes on patients even after the blue residue is seen dripping from the scopes. There is potential for chemical exposure to patients which could cause chemical colitis.